Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: date and time not provided where sg was 75 mg/dl and bg was 63 mg/dl. After dms review, we couldn't confirm the bg value around the time the user called, so we were unable to identify the example set, as no date and time were provided. As per notes, the user didn't receive a low glucose alert at the time of the event, but the information can't be confirmed in dms as no date and time were provided. User didn't provide if she sought for medical treatment or treated herself. User didn't confirm if she made her hcp aware or not. ER dms, user is currently using the system with up to date information.

Manufacturer narrative:
On (B)(6) 2025, the user reported a low glucose event with sg at 75 mg/dl and bg at 63 mg/dl; however, no date and time of the event was provided. Without this information, the event could not be confirmed, and no low glucose alerts were observed in dms around the reported timeframe. The user did not specify whether medical treatment was sought, self-treatment was performed, or if their hcp was notified. In an associated complaint from the user regarding sensor inaccuracy, which included the reported low glucose event, dms data showed variability in sensor values. This variability was likely due to early wear and sensor adjustment following insertion on (B)(6) 2025. It is expected that some sensors may exhibit increased variability during the first few days after insertion before stabilizing to typical performance. The user was advised to allow the system additional time to stabilize and to complete calibrations as requested. A review of data from the two weeks following reported event demonstrated good agreement between sg and bg values, indicating that the system had stabilized and was performing within expectations. B4.date of this report 08 sept 2025 g3.date received by the manufacturer? 08 sept 2025 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 4121 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 22.